Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jues2889 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the end user that the clamps open unintentionally on several patients who come in for treatment. No other information was provided.